Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that patient experienced ineffective therapy due to lead fracture. System diagnostics recorded high impedances on contacts 9 to 16. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experiencing high impedance due to a lead fracture was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.